Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI (B)(4). Multiple unsuccessful attempts were made to gather additional information regarding the reason for the sapien 3 ultra valve explant approximately 8 days post implant. Patient medical records and procedure op notes (implant and explant) were not provided by the hospital for review. In this case, the valve is not available for evaluation; however, there was no indication or allegation that a product deficiency contributed to the event. The reason for explanting the valve approximately 8 days post tavr is not available at this time.  There is insufficient information to determine if the event was related to a device malfunction. The reason for the valve explant cannot be confirmed. It is possible that the patient factors and co-morbidities may have contributed to the valve explant. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards patient registry department, approximately 8 days post implantation of a 26mm sapien 3 ultra valve in the aortic position via transfemoral approach with the 26mm commander delivery system and 14fr esheath, the valve was explanted and replaced with an edwards surgical valve. The cause of the explant is unknown.